Manufacturer narrative:
Correction information was provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant states the use of non company as viscoelastic which is not qualified to be used with the associated iol model. The reported complaint was not observed as no sample was returned for analysis. The product was subject to handling and the reported damage was highlighted post implantation. Based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during an intraocular lens (iol) implant procedure, upon implanting the lens observed a scratch on the lens. There was no problem during folding of lens. The scratch was not in the middle of the lens and lens was left implanted. Additional information has been received that the patient status was good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).